Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch was inserted into the abdomen. Gallbladder placed into pouch. Upon removal of pouch from abdomen pieces of plastic were visible inside abdominal cavity. Surgeon laparoscopically removed all visible pieces with forceps. Abdomen also washed out once all visible pieces removed.

Manufacturer narrative:
(B)(4). Additional information: ftir spectrometer both of the shavings are made from a material that is consistent with polycarbonate. There are several components in the pouch that are made from polycarbonate. The most probable source is from the distal plug which the support arms pass through. This could have occurred as a result of the arms being deployed or when the plug was inserted into the outer tube.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and with the suture torn. A sample bag was returned with small pieces of an unknown material of what appears to be pieces of the device.in order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. No conclusion could be reached as to how this damage occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.